Event description:
It was reported that there was high impedance, oversensing, no capture and high threshold on the right ventricular (rv) lead. The lead was capped and replaced. It was also reported that the device had reached elective replacement indicator (eri) rapidly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID e2sr01 implantable pulse generator (ipg)implanted: 2006 (B)(6). (B)(4).